Event description:
It was reported that the patient had a baclofen underdose. The patient had presented with a low-grade temperature and severe spasms. At the emergency room, the pump was interrogated and was found to be running at minimum rate mode. Nothing was found in the pump logs besides the message "minimal infusion mode, pump reset", which disappeared after reprogramming. It was stated that no one had touched the pump and the patient had not been near any magnets. It was also noted that the pump was reprogrammed back to the initial settings. Two days later, it was reported that the patient had been discharged, but soon returned to the emergency room. This time the patient presented with withdrawal characterized by increased spasticity, tachycardia, sweating, and excess saliva. An alarm was occurring and upon interrogation it was found that the pump was in safe state due to a low battery reset. Twelve days after that, it was reported that the pump had been replaced due to battery depletion, but had recovered without sequela. The drug used in the system was gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8840. Product type: programmer, physician: product ID 8731, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4). Final analysis of the pump found that the battery had high resistance.